Manufacturer narrative:
Concomitant product(s): product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found evidence of broken connector pins. Code applies to the recharger. Code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin broke off, and the patient had no stim. The patient reported that she stopped feeling stim, and then tried to charge, but could not as she noticed the connector pin was broken, so the patient turned the ins off. The patient reported the ins was dead. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.